Event description:
A customer reported a leak from reagent probe b when using a unicel® dxc 600 synchron® system. The instrument generated the following error conditions: "cau: cc cuvette not dry before first reagent dispense. Message ID: 0x0262003c, subsystem: ccscheduler, probe: b cuvette ID: 13. (Im)" and "cau: cc reagent delivery subsystem motion error, pausing. Message ID: 0x02620018, subsystem: ccscheduler. (Im)". The customer described the leak as about 1ml of clear fluid under reagent probe b on the spill tray on the reagent carousel. The customer was wearing personal protective equipment when the leak discovered. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer technical support (cts) advised the customer to check the lines and syringe for tightness and the customer found the fluid line (reagent probe tubing, p/n a52731) on reagent probe b was loose. The customer tightened the fitting of the reagent probe b tubing which resolved the issue, the instrument was primed 5 times with no further leaks were observed. Identified failure mode: the failure mode is a loose reagent probe b tubing assembly (p/n a52731). There were no erroneous test results associated with this event. A leaking reagent probe can impact any or all chemistries, including critical chemistries. (B)(4).